Manufacturer narrative:
. A pharmacist reported with a description that the lens could not be implanted as there was a problem injecting the lens. The backup lens was used to complete the surgery. Additional information was received stating that, after loading the lens, something went wrong with the injector, the lens did not slide in properly. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of a problem injecting the lens (the lens did not slide in properly); therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description that the lens could not be implanted as there was a problem injecting the lens. The backup lens was used to complete the surgery. Additional information was received stating that, after loading the lens, something went wrong with the injector, the lens did not slide in properly.